Manufacturer narrative:
Product analysis: the analysis could not confirm the programmer failed to recognize the universal serial bus (usb). The analysis was able to confirm the customer comment that the programmer electrocardiogram (ECG) alternating current noise was excessive, an error message was displayed. The error message was reviewed in the logs and was related to device overheating. The micro processor unit (mpu), printed circuit board was out of specification. A replacement mpu pcb assembly was not available the programmer was returned to the customer unrepaired. The noisy fan was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer electrocardiogram (ECG) alternating current noise was excessive, an error message was displayed and the programmer failed to recognize the universal serial bus (usb). The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.